Event description:
During the performance of a circular anastomosis, the anvil of a cs33 digital loading unit was placed on the bowel. After the firing sequence was completed; the anvil would not open. The surgeon had to cut out the anvil to remove it from the tissue. A permanent colostomy was created. The event was caused by the failure of the flex shaft component not the digital loading unit.